Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a combined surgical procedure, in the left eye, the system completely turned off during the trabeculectomy portion of the case. The system was unable to be restarted. An alternate unit was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was able to replicate the reported event. The ar replaced the nonconforming multifunction input output (mfio) printed circuit board (pcb). The system was then tested and met all product specifications. The system was manufactured on september 8, 2015. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed a nonconforming multifunction input output (mfio) printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The pcb- mfio was returned for evaluation. The pcb-mfio was confirmed to have nonconforming switcher components. An internal investigation was opened for this issue. The manufacturer internal reference number is: (B)(4).